Manufacturer narrative:
Phone: (B)(6) a review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). Also have six openings in the anterior side assessed, as surgical damage. And an opening in the radius side assessed, as surgical damage. Additional observations: red particles in the surface of the shell/gel. Crease flat observed, in the device. No further actions are required, as the device was implanted.

Event description:
Physician reported, a left side rupture. Device explanted and replaced.